Manufacturer narrative:
(B)(4). Nonconforming cartridge weld the analysis results showed that one instrument was returned with the nose open and non-functional due to an insufficient nose weld. However, although the nose weld was insufficient, the instrument was tested for functionality and it fired the remaining 32 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to the procedure, the device was test fired at the back table and the device jammed. The staples that were fired prior to the procedure were not formed. Unknown how the case was completed. There was no patient consequence.